Manufacturer narrative:
A. Patient information - additional information. B2. Outcome - additional information. B3. Date of event - additional information. B5. Event description - additional information. D6. Implanted date - additional information. E. Initial reporter - additional information. G3. Report source - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H10. Additional manufacturer narrative - additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had undergone placement of a pipeline device. Prior to the procedure, MRI did not show any brain lesions. The patient reported that three weeks post-procedure, "something occurred that caused lesions to appear." The patient was reportedly in the hospital for five days. The patient reported experienced stroke symptoms, though no stroke occurred. Ten months post-implant, the patient again visited the ER.

Event description:
Correction to event description: it was previously stated that ten months post-implant, the patient again visited the ER. The patient did not visit the ER ten months post-implant; the ER visit occurred two months prior to implant.

Manufacturer narrative:
B5. Event description - correction. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline device remains implanted in the patient; product analysis cannot be performed. From the reported information, the event could not be confirmed and an event cause could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline patient had "foreign body sprayed through her mca." In addition, the patient has a new lesion in the territory.